Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer has experienced high blood glucose. Customer woke up and her blood glucose was 450mg/dl; treated with pump. Customer checked again later and it was up to 532mg/dl. Customer tested ketones and there were moderate. Customer called her health care provider and was advised to visit a hospital, but customer refused. Customer's current blood glucose was 228mg/dl. Customer treated with 5units of insulin. The customer was advised to monitor insulin pump. During the call the customer's blood glucose rose and started vomiting.